Event description:
It was reported that the lead was capped due to no sensing. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes externalized conductors were observed.

Manufacturer narrative:
A partial lead with the distal tip measuring 48.5cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.